Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the likely cause of the incident is attributed to the loose substrate cap fittings. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported system check failed the substrate portion while analyzing three patient samples involving the access® 2 immunoassay system. The patients' results were not released from the laboratory. There was no patient impact associated with this event. Beckman coulter customer technical support guided the customer in troubleshooting and determined the fittings on top of the substrate caps were loose. The customer tightened the fittings and resolved the issue. The customer obtained a passing system check and retested the samples and stated the values repeated exactly the same. No further issues were reported. The instrument was returned to normal operation.